Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea, vomiting and diarrhea. Reportedly, the patient was hospitalized and treated by their healthcare provider with insulin via their pump and IV fluids. It was reported that the patient had a stomach virus and unintentionally removed the cap in the middle of the night and discarded of it. It was reported that there was no damage to the pump and no alarms noted. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in removing the battery cap from the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.